Manufacturer narrative:
Additional information: three pictures of smiths medical cadd cassette reservoir were returned for analysis and no damage or occlusions were observed on the pictures. Device evaluation: one smiths medical cadd cassette reservoir was returned for analysis. During analysis, the cassette was connected to a pump without any problem. The reported issue could not be duplicated. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received that during use of this smiths medical cadd cassette reservoirs, the pump exhibited "no disposable, clamp tubing" alarm. It was reported that the customer suspected that the event was caused by misalignment of the tubing on the pressure plate (a top plate). No patient injury reported.